Event description:
Following cup and liner insertion and trial reduction, it was noted that one section of the poly 'skirt' at the base of the liner, which is divided up by small slits, had folded inward and jammed on the sections either side, thus preventing insertion of the definitive, causing a surgical delay.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.